Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a flow rate test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hr) with the unit passing. Review of the history log supports the reported event parameters; however no malfunction could be identified.

Event description:
It was reported that a pump was programmed to deliver 1000ml of fluid at a rate of 100ml/hr, however it was observed that ¿the IV appeared to drip at an extremely high rate (medication unk). The infusion was stopped and the device was replaced. It was also reported that there was no pt injury. The customer tested the device at 100ml/hr to deliver 1000ml and 240ml/hr to deliver 20ml. The device passed both tests.